Event description:
It was reported that the patient experienced dizziness. It was also reported that the right ventricular (rv) lead exhibited rising impedance, high and rising thresholds. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.